Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr#(B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the hand controller command does not function well. Additional information was received from the philips field service engineer (fse) that verified there was an occurrence of uncommanded motion. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. This event is currently under investigation. Based on the available information, this issue has initially been determined to be a reportable event.

Manufacturer narrative:
The customer reported the wireless hand controller command did not function well. The philips field service engineer (fse) verified that there was an occurrence of uncommanded motion after the hand controller buttons were released. The system was in clinical use when this occurred. There was no report of contact with a person or object. There was no report of harm. The fse instructed the customer to immediately stop use of the wireless hand controller. The fse confirmed that the customer did receive the philips field safety notice (fsn 88200521) that instructed them not to use the wireless hand controller prior to the issue that was reported. The fse instructed the customer to remove the hand controller from the scan room and store it away so it could not be used. The fse confirmed the customer understood the fsn by reading it with them over the phone. No repairs were made to the system. The probable cause was a faulty hand controller and/or hand controller battery and the customer using the hand controller when instructed not to per the fsn. All brightview customers were sent fsn 88200521 on 05-jun-2019 to stop use of the wireless hand controller. The field safety notice (fsn 88200521) sent to customers indicates that an issue was found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.